Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the erbe generator was faulting with u-02 error. The ports were placed, and the system was almost docked. An intuitive surgical inc. (Isi) technical service engineer (tse) asked the customer to pull the erbe power cord, disconnect the erbe cable connections, and leave the erbe unpowered for over one minute. However, the faults returned when the erbe was powered up. The tse informed that the generator needed to be replaced. The customer found a covidien generator but did not have the energy activation cable for communication between the covidien generator and the da vinci vision side cart. The tse informed that the surgeon would need to use the covidien energy foot pedals to activate the bipolar and monopolar energy. The customer was continuing with the setup. The case was completed with no reported patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported failure and replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The fse spoke to the customer and confirmed that the planned procedures were completed. Isi received the da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, and the reported failure was confirmed. The unit displayed error u-02 during startup. Errors u-02, c-0 were displayed in the error logs. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device many have contributed to the customer reported issue.